Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 29-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. Some bristles on the distal end side had been missing. The shaft had been bent. There was the dent on the distal end. The shaft had been stretched about 2mm from the specification. There was the foreign material on some bristles. Some bristles had been crushed toward the brush handle. Omsc compared the subject device and the unused device, omsc surmised that the subject device was not unused. Based upon the above, omsc concluded that the reported phenomenon was attributed to the applying the external force such as the hit against something or scratch due to the handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for the reprocessing, when the user used the subject device for first time, the user seemed that the distal end side of the brush had less bristles than usual and the shaft was exposed. Therefore the user stopped using the subject device. There was no report of patient injury associated with the event.